Event description:
Pt with alzheimer's disease fell at home and sustained a c1-c2 neck fracture. Pt was brought to hosp and placed in a pmt halo vest. 3 days later the pt was found pulseless and without respiration. Nurse attempted to pull back the rigid plastic vest to expose the chest (per mfg. Instructions), but the plastic would not fold back. Chest compressions were performed successfully with the nurse's hands underneath the vest. The pt was defibrilated with 200 joules with the paddles underneath the vest. An arc occurred from the area of the metal screw on the chest portion of the vest and went up and over to the buckle on the shoulder of the vest. The fleece liner in this area of the vest burned and caused a superficial burn to the pt's skin.